Event description:
It was reported that the pump was in use for intrathecal delivery of morphine. During the past several months, the patient had complained of episodes of extreme sedation. The physician decided to explant the pump since he felt that the patient may have been getting intermittent delivery of drug. There were no patient complications.